Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of inflation issues and hole in the device were confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Analysis of the cxr 18cm identified a leak in both cylinder bodies due to interaction with a sharp object as well as explant damage. Analysis of the pump cxm did not reveal any significant damage; therefore the device was not tested. Analysis of the reservoir 65ml confirmed a leak in the reservoir tubing and fatigue. Model number: reservoir: 72400152, pump: 72401110, serial number: reservoir: 492901019, pump: 693486004, catalog number: reservoir: 72400152, pump: 72401110, expiration date: reservoir: 04/30/2012, pump: 01/13/2016, manufacture date: reservoir: 05/08/2007, pump: 01/18/2011, implant date: reservoir: (B)(6) 2007, pump: (B)(6) 2011.

Event description:
It was reported that the patient was unable to inflate their inflatable penile prosthesis. Two weeks later, the system was replaced with a 12 mm x 16 cm spectra penile prosthesis. During the revision, the physician tested the system and the device had fluid loss from a cylinder tear. The patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Model number: reservoir: 72400152, pump: 72401110. Serial number: (B)(4). Catalog number: reservoir: 72400152, pump: 72401110. Expiration date: reservoir: 04/30/2012, pump: 01/13/2016. Manufacture date: reservoir: 05/08/2007, pump: 01/18/2011. Implant date: reservoir: (B)(6) 2007, pump: (B)(6) 2011.

Event description:
It was reported that the patient was unable to inflate their inflatable penile prosthesis. Two weeks later, the system was replaced with a 12 mm x 16 cm spectra penile prosthesis. During the revision, the physician tested the system and the device had fluid loss from a cylinder tear. The patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.